Event description:
New information noted that patient came in for programming changes on (B)(6) 2021. Patient was stable after the event.

Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2021. Patient was stable during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25695. It was reported that an asymptomatic patient presented remotely via (B)(6) with post-paced t-wave over-sensing on their implantable cardioverter defibrillator. Programming changes were recommended to a healthcare provider. Patient had no consequences as a result of the event. New information received noted that an additional over-sensing alert was received via remote transmission on (B)(6) 2021. This time, the notification was for noise on the right ventricular lead. Lead testing was recommended to a healthcare provider. Patient continued to have no symptoms.